Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the customer "replaced approximately 300 display boards due to dim segment over the past year. There was no patient involvement as the issue was reportedly discovered by biomed during normal repairs for other items or during annual preventive maintenance. This was reported to bd associate during their site visit. Additionally, it was reported that no further information available and no devices available for investigation.

Event description:
It was reported that the customer "replaced approximately 300 display boards due to dim segment over the past year. There was no patient involvement as the issue was reportedly discovered by biomed during normal repairs for other items or during annual preventive maintenance. This was reported to bd associate during their site visit. Additionally, it was reported that no further information available and no devices available for investigation.